Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. No changes have been made and the pacemaker remains implanted and in service. No adverse patient effects were reported.